Event description:
Pt had a benign tumor biopsied in femur. The pt fell and fractured the femur at the biopsy site. A gamma nail was implanted on june 14, 1997. The pt complained of pain august 11, 1997, and x-ray revealed that the gamma nail broke. The doctor noted that there was good bone formation. No revision surgery has been scheduled at this time.

Manufacturer narrative:
Requests were made for the return of the device but the device has not been returned. Therefore, an evaluation of this event cannot be performed.